Event description:
A 13x10 hemobahn device was intended for use in the external iliac artery in a patient with complex aortic aneurysm. While advancing the hemobahn device through a 12 fr cook introducer sheath, the device became stuck. The hemobahn device was removed with the introducer sheath interventionally. The patient was converted to open surgical repair, implanting a femoro-popliteal bypass graft. The patient was fine at the end of the procedure.

Manufacturer narrative:
The device was discarded at the hosp and is thus not available for examination. A review of the manufacturing records verified that lot was processed normally and all pre-release specifications were met. All devices are 100% inspected prior to shipment and the 13mm devices are verified to be 12 french. Since the device and the introducer sheath were discarded at the hospital, we were unable to determine any cause(s) for the inability to advance the device through the introducer sheath. Note: attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.